Manufacturer narrative:
This ipg serial number was included in a field advisory. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported the pt is no longer receiving stimulation due to her charging sys being unable to locate her scs ipg. A replacement charging sys (low energy) was sent to the pt. F/u identified the replacement charging sys did not resolve the issue. Subsequently, the pt's scs ipg was replaced which resolved the issue.